Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this right atrial (ra) lead was suspected of dislodgement due to exhibited undersensing, no sensing and loss of capture (loc). The ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was disposed of by the hospital. Should additional information be received, this file will be updated.